Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous mid left anterior descending artery. The lesion was pre-dilated with a non-bsc balloon catheter and ivus was performed. The physician then advanced a 3.00x16mm promus element drug-eluting stent, but was unable to cross the lesion. The stent was removed from the patient and it was noted that the edge of the stent was lifted. The procedure was completed with another device. No patient complications were reported and the patient's status is good.